Event description:
Sn# (B)(4), (B)(6) customer states that the arm tube is not fitting properly into the arm base, not out of box, not early life, no follow up, no additional information provided.

Manufacturer narrative:
Follow up to be sent if additional information is received.